Event description:
The pt is a (B) (6) man with an existing cardiomyopathy and ICD system that was originally implanted on (B) (6) 2003. His generator has reached elective replacement indicator. He has also developed congestive heart failure with a left bundle branch block complex and is accordingly referred for revision to a biventricular ICD system. The procedure was performed after risks, benefits, and alternatives were discussed, and informed consent was obtained. From implant note - the field. The leads were connected to a new st. Jude medical a promote plus cd #3211-36, (B) (4). All set screws were tightened and appropriate connections were demonstrated. The lead and generator were placed in the pocket. The pocket was irrigated with antibiotic solution. The incision was closed with 2-0 and 3-0 absorbable. Telemetric eval showed acceptable parameters in all leads including acceptable right atrial and right ventricular pacing parameters. The chronic right ventricular lead was a st. Jude medical riata 1580, (B) (4) implanted (B) (6) 2003. The atrial lead was a pacesetter tendril sdx 1488t date of implant (B) (6) 2003, (B) (4). Ventricular fibrillation was then induced with dc energy. It was detected without dropout. An initial delivered shock of 25 joules and a high voltage subsequent full energy shock according to device program did not convert ventricular fibrillation. An external 200 joule shock was delivered with conversion from vf. At this point communication with the ICD was lost. It was assumed initially that this was a telemetry failure. A wand was placed, and the device was determined to be in vvi backup mode. The device was fully interrogated, and it showed a firmware error that could not be appropriately addressed. This was reported to the company as an implant failure of device. Because reliable function could no longer be assumed in this device, this generator was disconnected form the leads and returned to the manufacturer for further analysis. The st jude generator was exchanged for a medtronic generator consulta crt-d 224trk, (B) (4). All set screws were tightened. The appropriate parameters and comparable lead parameters were demonstrated. We initially programmed the device to the rv coil to a common svc coil and device can, 25 joule initial energy, full energy, final energy. Ventricular fibrillation was induced with t wave shock with high rate stimulation. It was detected without dropout at reduced sensitivity. The initial and the backup shock through the device failed to convert ventricular fibrillation. The device was interrogated. It showed a high voltage circuit impedance of less than 20 ohms - an abnormal finding-, consistent with a short between the svc coil and the rv coil on the 1580 lead. The delivered energy on each shock was less than 1j from overload protection circuitry, accounting for the failure to defibrillate. The device was reprogrammed to exclude the svc coil from the circuit. Ventricular fibrillation was again induced. It was detected without dropout, had reduced sensitivity, and converted with an initial delivered shock of rv coil to can, with a high voltage impedance of 69 ohms compatible with standard expectations. After a 3- minute period of observation, ventricular fibrillation was again induced and converted using the same programming with a 25-joule shock and a 68 ohms impedance. There was no change in pacing parameters. Dates of use: (B) (6) 2003 - (B) (6) 2010. Diagnosis or reason for use: ventricular tachycardia.